Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per out standard sop's, all events are tracked and trended to determine whether or not any trends develop. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).

Event description:
The hosp reported that while servicing the t.w. Power supply the device did not meet the specs listed in the product service manual. No additional info is available regarding hosp, pt or case.